Event description:
During equipment testing conducted at the healthcare facility, it was reported to the manufacturer service technician that the navigation system had accuracy issues. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event, and there was no associated procedure.

Manufacturer narrative:
During the device inspection, the platform passed all tests and the reported event was not reproduced.

Event description:
During equipment testing conducted at the healthcare facility, it was reported to the manufacturer service technician that the navigation system had accuracy issues. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event, and there was no associated procedure.